Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Additional information was requested and the following was obtained: was any deficiency noted with the reservoir before use on the patient? -not noted until the patient was transferred to hdu (high dependency unit) was the reservoir being activated for the first time? -reservoir activated in ot for the first time, but unable to reactivate because can't click to non vacuum state. Did the anti-reflex value fall in the reservoir causing the it not function? If not, please indicate which 'part' fell in the reservoir? -this could have happened, which was why the hospital was not able to click the reservoir to return to non-vacuum state. How was the case completed? -changed to a new reservoir. Was there any adverse patient consequence? -no patient harm reported. If yes, what medical/surgical treatment was provided? -n/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the reservoir was connected to a drain. After the procedure, the reservoir could not be inflated, and it was reported that the anti-flex valve may have possibly fell into the reservoir. A new reservoir was used. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Actual sample returned and evaluated. The lock of the plate is broken, the parts inside the bag mentioned in the complaint are broken pieces from the latch.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.